Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how much blood was lost (ml)? Not known, it was not a major bleeding in that matter, they are not used that it is bleeding in a gastric sleeve procedure, but they could handle the bleeding. It was no problem for that. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Additional information: ecr45b cartridges - l4fc5e x4, l4ff2v x2.

Manufacturer narrative:
(B)(4). Additional information: cartridge. The analysis found that one ec45a device was returned in good visual condition and with six ecr60b cartridge reloads present. Cartridge (b) ecr60b, l55055 was received fully fired and with cartridge deck damaged. Cartridge (c) ecr60b, l55055 was received fully fired and in good visual conditions. Cartridge (d) ecr60b, l55055 was received fully fired and in good visual conditions. Cartridge (e) ecr60b, l55055 was received fully fired and with cartridge deck damaged. Cartridge (f) ecr60b, l5597r was received fully fired and in good visual conditions. Cartridge (g) ecr60b, l5597r was received fully fired and with cartridge deck damaged. In addition some b-shaped staples were found on knife path. The damage to the cartridge (b) is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck (e, g) and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a gastric sleeve procedure, they used two green cartridges on the fondus. The staple felt very heavy during the firing, and it was a major bleeding of the staple lines. The last two stapling had to be redone since the staples were not properly formed and it could not hold the ventricle together. It was a major bleeding from the unformed staple and they had to use two new cartridges in order to stop the bleeding. The surgeon said that it felt different in the staple when he was firing. It felt much heavier than usual. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.